Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was using (B)(6) insulin. Reportedly, the customer was hospitalized due to a blood glucose level of 380 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin drip and released from the hospital the following day. Recommendation was made to discuss change type of insulin used to novolog or humalog with customer's health care professional.